Event description:
Plaintiff alleges developing an allergy to latex as a result of exposure to latex gloves. As a result, she alleges that she is severely sensitized to latex and is severely restricted as to where she can go and what she can do. In addition, she has suffered physical injuries, including but not limited to red irritated hands and face, hives, difficulty breathing, runny nose and eyes, anaphylaxis and other physical injuries. Plaintiff's husband alleges loss of consortium of his wife. Plaintiff's children allege loss of consortium of their mother.